Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a microscopic visual inspection revealed arc and iodization marks on the device casing. All setscrews moved freely and operated normally. The device memory revealed a short in the shock channels between the shock lead and the device, causing the arc marks on the device casing. Manual electrical testing revealed normal pacing and sensing function. Laboratory analysis was unable to confirm the reported allegation of noise; however, arcing damage to the device casing is consistent with induced damage (associated rv lead was confirmed fractured). Electrically, the device met specifications.

Event description:
Boston scientific received information that during a revision procedure, the decision was made to replace this implantable cardioverter defibrillator (ICD) due to the patient having twiddler's syndrome. No adverse patient effects were reported.